Manufacturer narrative:
Additional excluder components included in this report: (B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2012, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, computed tomograph scan detected a distal type I endoleak in the left common iliac artery. On (B)(6) 2013, the patient was implanted with two gore contralateral leg components to treat the distal type I endoleak on the left (ipsilateral) side. A final angiographic run revealed the endoleak was resolved. However, there appeared to be a distal type I endoleak on the right (contralateral) side. On (B)(6) 2013, the patient was implanted with a gore aortic extender component to treat the distal type I endoleak on the right side. During the procedure, a type iii endoleak/component disconnection was discovered between (B)(4). An additional gore aortic extender component was implanted to treat the type iii endoleak. Both endoleaks were resolved, and the patient tolerated the procedure. The physician indicated that the initially implanted devices were not large enough to achieve adequate seal on either side.